Event description:
As reported by the affiliate, 17 months post pci, the patient complained of chest pain and was taken to the hospital emergently. On the way to the hospital, the patient went into shock and his consciousness was depressed. The patient was in cardio-respiratory arrest as the patient was brought to the hospital. Cag was conducted and thrombi were confirmed from inside to distally the implanted cypher at aha8. Aspiration and poba with a balloon (2.5/10mm) was conducted to treat the thrombi. Three days later, the patient was in a vegetative state with brain dysfunction caused by cardiac arrest. The physician commented that the possible cause of the thrombic event was because the stent was under-dilated. Under-dilation could not be determined because ivus was not conducted during the procedure. Cardiac arrest possibly caused the brain dysfunction. Pci was performed electively on a de novo lesion in the mid to distal lad of 30mm in length in a 2.5mm vessel diameter at a bifurcation. The (type c) was also eccentric. The lesion was pre-dilated with a 2.25x10mm balloon at 16 atm before a 2.5x23mm cypher stent was deployed in the distal lad at 16atm followed by an overlapping 2.5x28mm cypher stent at 12 atm. Post-dilatation was conducted with a 2.5x25mm balloon at 18 atm. Ivus was not conducted. The residual diameter stenosis measured 0%. Timi iii flow was recorded pre and postprocedure, respectively. Act was not measured. Pre-procedure medications included aspirin and ticlopidine hydrochloride. Intra-procedure medications included heparin, aspirin and ticlopidine hydrochloride. Post-procedure medications included aspirin and ticlopidine hydrochloride.

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. It is also not distributed in the united states. However, it is similar to the us distributed class of cypher sirolimus drug-eluting stents. Additional information received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing number 9616099-2009-00008.